Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 60's mg/dl today. Customer stated that she has been having low blood glucose for about a week. Customer stated that her sensor reading was 67 mg/dl and her blood glucose was 64 mg/dl. It was reported that the customer had a low blood glucose of 33 mg/dl. Customer stated that she is drinking some milk to bring up her blood glucose. Customer stated that the drive support cap appears normal. Customer was recommended to speak with her health care professional about possibly reducing her basal rates. Customer stated that last week she fell out of the shower backwards and she was not sure if that messed her up somehow. Customer went to the hospital due to falling out of the shower and was informed that her blood glucose was fine. Customer checked her blood glucose and it was 73 mg/dl after 16.5 minutes.